Manufacturer narrative:
The device has not been received by depuy synthes power tools. If additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from u.s.a stating that the device was overheating. It is known that the event occurred during surgery. There was no patient or injury reported. No additional information was available.